Manufacturer narrative:
The initial MDR 2432235-2016-00768 was filed on december 20, 2016. The first supplemental MDR 2432235-2016-00768_s1 was filed on december 22, 2016. Additional information (11/24/2016): while a siemens customer service engineer was at the customer site, he replaced the aspirate probes pinch valve as a preventive measure and verified the dispensing and aspiration of water and wash 1. The cse checked calibration and coefficient of variation, which were acceptable. The instrument is working within manufacturing specifications. No further evaluation of device is needed. Corrected information (11/24/2016): the initial and first supplemental MDR stated that the date received by manufacturer was 11/25/2016. The correct date is 11/24/2016.

Manufacturer narrative:
The initial MDR 2432235-2016-00768 was filed on (B)(6) 2016. Corrected information (11/25/2016): the correct date of event is (B)(6) 2016. Additional information (11/25/2016): patient data and sample identification have been added . The calibration for the ahcv method was valid on the day of event.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument, the cse checked the hydraulics and luminometer. Siemens is investigating this issue.

Event description:
A discordant, (B)(6) result was obtained on a patient sample on an advia centaur xpt instrument. The discordant result was reported to the physician(s), who questioned it. The sample was repeated on an alternate advia centaur xpt instrument and an alternate platform, resulting (B)(6). The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, (B)(6) result.

Manufacturer narrative:
The initial MDR 2432235-2016-00768 was filed on december 20, 2016. The first supplemental MDR 2432235-2016-00768_s1 was filed on december 22, 2016. The second supplemental MDR 2432235-2016-00768_s2 was filed on january 26, 2017. Additional information (02/01/2017): a siemens headquarters support center (hsc) specialist reviewed the service report. The hsc specialist stated that there is a potential that inefficient wash aspiration could add relative light units to a test result. However, this would increase the dose of the sample which would cause an elevated result, not a false non-reactive result. The hsc specialist stated that this was an isolated event and pre-analytical sample issues may have contributed to the false non-reactive result. Corrected information (02/10/2017): PMA# of the initial MDR is populated with k041133. The correct 510(k) number for the advia centaur xpt is k141999. PMA# has been updated.